Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of atrial sensing in the bipolar mode. The ipg has exhibited an increase in impedance measurements but thresholds were fine.